Manufacturer narrative:
Literature citation: bartels et al. Fusion around cervical disc prosthesis: case report. Www.neurosurgery-online.com. E194 / volume 57 / number 1 / july 2005 f3: university medical center nijmegen, nijmegen, nl. (B)(4). The device was not returned to the manufacturer for evaluation. Multiple lateral views of a bryan tdr at c5/6. A and b are 6 weeks postop dynamic lateral views. There appears to be no significant bridging callus in these films and the tdr is in overall good position. Good movement is seen at the operative level. There does appear to be some posterior subsidence in the original position of both plates as cortical bone extends up behind the metal plates at both c5 and c6 posteriorly. Incomplete release posteriorly can lead to fish mouthing during insertion with fracture of the posterior endplates. Subsequent loss of support of the subcortical endplate due to fracture and juxta-positioning of the posterior corner bony cortex can place the implant at risk of ankylosis. At one year callus can be identified anteriorly and dynamic views show a stark decrease in movement. This suggest ankylosis is well on the way. At two years postop dynamic views now show some lysis behind the plates posteriorly suggesting incomplete incorporation. Also bridging callus is seen anteriorly and posteriorly with virtually no movement on dynamic views suggesting ankylosis.

Event description:
It was reported by bartels et al in a literature publication titled ¿fusion around cervical disc prosthesis: case report¿ that: a (B)(6) man and a (B)(6) woman underwent a right-sided anterior cervical discectomy because of pain in the right arm resulting from a herniated disc (c5¿c6). A cervical disc prosthesis was implanted. Postoperatively, the patients were completely free of pain. At the regular 1 and 2 year follow-up examinations, bony fusion was seen on plain x-rays of the cervical spine. The patients were still completely free of signs and symptoms. Patient 1: in (B)(6) 2002, an otherwise healthy (B)(6) man presented with radicular pain in the right arm, with pain radiating to the thumb and index finger. Conservative treatment for 3 months did not diminish the discomfort. Magnetic resonance imaging scans disclosed a right-sided herniated disc at the c5¿c6 level. No calcifications were seen within the ligaments. A right-sided cervical anterior discectomy at c5¿c6 was performed. The postoperative course was uneventful. The patient was free of complaint. A postoperative x-ray of the cervical spine showed that the implant was in the correct position. Six weeks postoperatively, flexion and extension x-rays clearly showed motion at the level of the prosthesis. At a regular follow-up examination 2 years postoperatively, the patient was still free of signs and symptoms. However, x-rays of the cervical spine showed bony fusion around the disc prosthesis. On flexion and extension x-rays, motion was not seen. The interspinous distance was not altered. Retrospectively, we reviewed the x-rays that had been taken 1 year postoperatively; they also disclosed no movement, so fusion seemed to be present at 1 year postoperatively.